Event description:
During a follow-up in clinic, low pacing impedance and a loss of capture was noted the right atrial (ra) lead. The lead was explanted and replaced. During replacement, damage was noted on the lead near the suture sleeve. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.